Event description:
The pt experienced intermittent stimulation and a loss of therapeutic effect. He could not sleep the previous three nights due to the device not working. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)